Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 4 months. The explanted pump was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. On (B)(6) 2017, the patient¿s primary system controller was exchanged after having received a driveline fault alarm. On (B)(6) 2017, during a clinic visit, device interrogation revealed driveline fault alarms. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple driveline fault alarms starting on (B)(6) 2017. Comparison of the driveline data in the log files submitted for both system controllers showed degradation of phase a within the patient¿s driveline. X-ray images submitted for review showed the external driveline to be unremarkable; however, the internal driveline showed what appeared to be some shield separation at the pump end bend relief. It could not be confirmed that the separation seen in the x-ray image was the cause of the driveline degradation. On (B)(6) 2016, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
Corrected data. The initial medwatch MFR report communicated the date received by manufacturer as 11/30/2017; however it should have been 12/26/2017 which was the date that the information became available that this is a reportable event. Device evaluation: the evaluation of the explanted pump confirmed an issue that could have contributed to the reported driveline fault events, which were confirmed through the evaluation of the submitted system controller log files. The log files captured 2 driveline fault alarms and associated yellow wrench advisory alarms on 30nov2017 and 207 driveline fault alarms and associated yellow wrench advisory alarms between 16dec2017 and 20dec2017. Despite the observed alarms, the pump appeared to have operated as intended throughout the duration of the log files. The pump was returned assembled with the driveline severed approximately 4.5 inches from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 34 inches. The inflow conduit and the outflow graft were not returned. Upon removal of the outer silicone jacket layer of the driveline, the bionate and metal braided shield layers were pulled from the nipple of the pump housing. Visual inspection of the underlying wires at his location revealed damage to the insulation and inner conductors of the brown wire. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Electrical continuity testing revealed that an open circuit was able to be induced in the brown wire upon manipulation near the observed wire damage. In addition, the manipulation caused the brown wire to break at this location, suggesting that the inner conductors were completely severed. If the damaged inner conductors of the brown wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, resulting in the driveline fault and associated yellow wrench advisory alarms observed in the submitted system controller log files. In addition, if the exposed inner conductors of the brown wire made direct contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused the pump to stop. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.